Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required.

Event description:
A customer reported to product surveillance of a continu-flo set experiencing a no flow and making it difficult to push medication through, with an unknown syringe in the y-site nearest to the spike during the infusion on a patient. The patient was supposed to receive an antibiotic, cipio, and she did not receive it until 7 hours later. There was no patient injury or medical intervention reported. The customer stated that she was capable of getting the medication through the set afterwards; therefore, the customer disposed of it after use. No additional information is available.